Event description:
Massimo hand held oximeter (rad 57) picked up a heartrate but the saturation remained at 30% prompting increased oxygen from 30% to 100% during resuscitation. Patient transferred to nicu receiving ppv via ett at 100%. Upon arrival to nicu, oximeter changed to ge monitor massimo, and the saturation red 68%. Probe changed from right wrist to foot and saturation 95% allowing weaning of oxygen rapidly to 30%.